Manufacturer narrative:
The used device is reported to be available but has not yet been returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).device not returned.

Event description:
Procedure: knee replacement. Cathplace: both were near knee, surgical sites. It was reported that a patient had dual catheters, one of which came out during patient usage. The patient called the surgeon and instructed the patient to remove the second catheter. The patient kept pulling and met resistance, and it broke. The surgeon order an x-ray and saw a portion of the catheter retained in the patient. The surgeon decided to leave the piece inside the patient for now.